Event description:
According to the customer, the posterior proximal pivot point is coming apart. No fall occurred. No medical attention was required.

Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. The bearing is worn out. No fall or injury occurred due to this failure, but it could have led to patient injury.